Manufacturer narrative:
The customer did not retain the lot number which determines the date of manufacture.

Event description:
Medtronic received a report the cuff on the tracheostomy tube had a cuff leak. Medtronic is requesting additional information regarding the circumstances of the event.

Manufacturer narrative:
This is a duplicate report to medwatch 2936999-2017-05313. Please refer to medwatch 2936999-2017-05313 for the investigation and product analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report the cuff on the tracheostomy tube had a cuff leak. Medtronic is requesting additional information regarding the circumstances of the event.